Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that both ins and controller are at 100 percent but it should have depleted some by now, and says this has been going on for "several days now". I had them connect to patients ins and found that stimulation was off. Caller commented that they must have "accidentally hit the button" and turned it off by mistake. I helped them turn stimulation back on successfully. The troubleshooting steps that were taken on the call resolved the issue. The patient's relevant medical history included caller says the pt is currently "disoriented and confused because of all the procedures she has had". Caller says the pt had been "having a lot of pain" so the pt saw their dr "and they withdrew the medication out and used a dye in it with an xray and saw that the catheter was stopped, so they ran saline and got it unstopped and they put the medicine back in the pump and then she got kind of paralyzed right under her breast down to her toes, and the feeling came back slowly after about 9 hours while we waited at the doctors office and then they sent her home but she has been really disoriented and she can't hold her body functions, and the dr is going to have her do an MRI". Since caller mentioned a pump problem- pt was warm transferred to pump ps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.